Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging obtaining an inaccurate high control solution result. The reporter claimed obtaining a control solution result of "over 200 mg/dl" which fell above the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.